Manufacturer narrative:
Implantation date year 2002. Part number, lot number, and clinical information have been requested.

Event description:
Patient was revised 8 years after implantation due to fractured neck of femur.